Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "short detected" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was not observed in the device history logs or during evaluation. The device was subjected to extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.